Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia") and dysmenorrhoea ("dysmenorrhea "). The patient was treated with surgery (total hysterectomy with bilateral laparoscopic salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, dyspareunia and dysmenorrhoea outcome was unknown. The reporter provided no causality assessment for dysmenorrhoea, dyspareunia and pelvic pain with essure. The reporter commented: essure is available at (B)(6). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ('pelvic pain') in a 35-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included keratoconus (bilateral, with reduced acuity). Concurrent conditions included adenomyoma. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (total hysterectomy with bilateral laparoscopic salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, dyspareunia and dysmenorrhoea was resolving. The reporter considered dysmenorrhoea, dyspareunia and pelvic pain to be related to essure. The reporter commented: essure is available at logipharma. Essure was removed at the patient's request. Essure removal was not the primary reason for the surgery, but it was performed secondary to other gynecological surgery - hysterectomy for adenomyosis. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2020: clinical information total hysterectomy due to adenomyoma. Gross examination interovarian hysterectomy piece weighing 134 g. The uterine body measures 6.5 cm in height, 7 cm in width and 5 cm in thickness. The cervix has a height of 3 cm and a diameter of 4 cm. The endometrium is normal. The right adnexum has a fallopian tube measuring 7 cm. The left adnexum has a fallopian tube measuring 6 cm in length. Bilateral essure presence. Samples: 12 differentiated blocks. Cervix (1-2); isthmus (3-4); body (5-10); right fallopian tube (11); left fallopian tube (12). Microscopic examination the cervix does not present viral abnormality or dysplasia. A functional endometrium combined with adenomyosis focal lesions are observed. The fallopian tubes are covered with benign epithelial covering, the site of slight fibrous remodelling. No signs suggestive of malignancy. Conclusion adenomyosis lesions. Fallopian tubes are the site of slight fibrous lesions secondary to the presence of essure. The cervix is free of significant abnormality. Most recent follow-up information incorporated above includes: on 10-aug-2020: essure device removal questionnaire received - reporter, patient initials, date of birth, medical history, outcome of events and reporter causality updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ('pelvic pain') in a 35-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included keratoconus (bilateral, with reduced acuity). Concurrent conditions included adenomyoma. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (total hysterectomy with bilateral laparoscopic salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, dyspareunia and dysmenorrhoea was resolving. The reporter considered dysmenorrhoea, dyspareunia and pelvic pain to be related to essure. The reporter commented: essure is available at logipharma. Essure was removed at the patient's request. Essure removal was not the primary reason for the surgery, but it was performed secondary to other gynecological surgery - hysterectomy for adenomyosis. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2020: clinical information total hysterectomy due to adenomyoma. Gross examination. Intraovarian hysterectomy piece weighing 134 g. The uterine body measures 6.5 cm in height, 7 cm in width and 5 cm in thickness. The cervix has a height of 3 cm and a diameter of 4 cm. The endometrium is normal. The right adnexum has a fallopian tube measuring 7 cm. The left adnexum has a fallopian tube measuring 6 cm in length. Bilateral essure presence. Samples: 12 differentiated blocks. Cervix (1-2); isthmus (3-4); body (5-10); right fallopian tube (11); left fallopian tube (12). Microscopic examination the cervix does not present viral abnormality or dysplasia. A functional endometrium combined with adenomyosis focal lesions are observed. The fallopian tubes are covered with benign epithelial covering, the site of slight fibrous remodelling. No signs suggestive of malignancy. Conclusion adenomyosis lesions. Fallopian tubes are the site of slight fibrous lesions secondary to the presence of essure. The cervix is free of significant abnormality. Sample received at quality unit yes. Date sample received: 10-26-2020. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-nov-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ('pelvic pain') in a 35-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyoma. On (B)(6)2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (total hysterectomy with bilateral laparoscopic salpingectomy). Essure was removed on (B)(6)2020. At the time of the report, the pelvic pain, dyspareunia and dysmenorrhoea outcome was unknown. The reporter provided no causality assessment for dysmenorrhoea, dyspareunia and pelvic pain with essure. The reporter commented: essure is available at logipharma diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6)2020: clinical information total hysterectomy due to adenomyoma. Gross examination intraovarian hysterectomy piece weighing 134 g. The uterine body measures 6.5 cm in height, 7 cm in width and 5 cm in thickness. The cervix has a height of 3 cm and a diameter of 4 cm. The endometrium is normal. The right adnexum has a fallopian tube measuring 7 cm. The left adnexum has a fallopian tube measuring 6 cm in length. Bilateral essure presence. Samples: 12 differentiated blocks. Cervix (1-2); isthmus (3-4); body (5-10); right fallopian tube (11); left fallopian tube (12). Microscopic examination the cervix does not present viral abnormality or dysplasia. A functional endometrium combined with adenomyosis focal lesions are observed. The fallopian tubes are covered with benign epithelial covering, the site of slight fibrous remodelling. No signs suggestive of malignancy. Conclusion adenomyosis lesions. Fallopian tubes are the site of slight fibrous lesions secondary to the presence of essure. The cervix is free of significant abnormality. Most recent follow-up information incorporated above includes: on 3-aug-2020: pathology report was provided. Adenomyoma added to concomitant conditions. On 5-aug-2020: health authority number added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ('pelvic pain') in a 35-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included keratoconus (bilateral, with reduced acuity). Concurrent conditions included adenomyoma. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (total hysterectomy with bilateral laparoscopic salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, dyspareunia and dysmenorrhoea was resolving. The reporter considered dysmenorrhoea, dyspareunia and pelvic pain to be related to essure. The reporter commented: essure is available at logipharma. Essure was removed at the patient's request. Essure removal was not the primary reason for the surgery, but it was performed secundary to other gynecological surgery - hysterectomy for adenomyosis diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2020: clinical information. Total hysterectomy due to adenomyoma. Gross examination interovarian hysterectomy piece weighing 134 g. The uterine body measures 6.5 cm in height, 7 cm in width and 5 cm in thickness. The cervix has a height of 3 cm and a diameter of 4 cm. The endometrium is normal. The right adnexum has a fallopian tube measuring 7 cm. The left adnexum has a fallopian tube measuring 6 cm in length. Bilateral essure presence. Samples: 12 differentiated blocks. Cervix (1-2); isthmus (3-4); body (5-10); right fallopian tube (11); left fallopian tube (12). Microscopic examination the cervix does not present viral abnormality or dysplasia. A functional endometrium combined with adenomyosis focal lesions are observed. The fallopian tubes are covered with benign epithelial covering, the site of slight fibrous remodelling. No signs suggestive of malignancy. Conclusion adenomyosis lesions. Fallopian tubes are the site of slight fibrous lesions secondary to the presence of essure. The cervix is free of significant abnormality. Most recent follow-up information incorporated above includes: on (B)(6) 2020: essure device removal questionnaire received - reporter, patient initials, date of birth, medical history, outcome of events and reporter causality updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.